Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation: d9, h2, h3, h6 (type of investigation), and h10: the device was returned to olympus for evaluation and the customer's allegations were confirmed. The device evaluation found the bulb was overheating and the scope socket was faulty (the scope detect was not functioning). Additional findings include broken and discolored cosmetic damage to the front panel, the lamp bulb was found at 0 hours, and the exhaust fan was also broken. A supplemental report will be submitted if any additional information is provided by the user facility. This report is also being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a root cause of the issue could not be identified. Based on the facts found out from the investigation, it was surmised that the phenomenon ¿e101¿ occurred due to a failure of the device used in combination. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation however troubleshooting was performed by the olympus technical assistance center (tac), with the customer. The customer called to report the clv-190 was overheating. He reported the main lamp was not working. He was not in front of unit at time of call. Customer changed the main lamp, turned unit on to feel if the fan was working and received an error code. Customer was advised to send unit in for repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the xenon light source was overheating, while the main lamp wasn't working. The issue was found during preparation for use. There were no reports of patient harm.